Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 400 mg/dl. It was found the customer attempted to treat their blood glucose with a back-up insulin pump as their insulin pump was not properly delivery insulin. The customer also stated they had exposed their insulin pump to radiation and a high magnetic field from their cat scan. It was found the customer had exposed their insulin pump to fluid and a battery out limit alarm had occurred. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.